Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx etco2 was not working. It was further stated by the customer that he etco2 intermittently drops out. There was no reported pt impact.